Event description:
It was reported that the patient underwent an explant procedure during an unknown major back surgery due to an unknown reason. There was no device malfunction suspected. The patient was doing well and the explanted device was discarded. No further information has been obtained.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Explant date: (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI: upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(4). Batch: 20740685.